Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause was undetermined. Approximately 5cm of the proximal end of a guidewire was returned for investigation. The core wire was exposed through gaps in the coil wire. The guidewire was reportedly cut by the user after the damage was observed. The core wire was kinked 8mm from the distal end of the returned wire segment. A microscopic examination revealed that the weld tip and coil wire were intact at the proximal end of the guidewire. Dislocations in the coil wire were observed near the weld tip. The grind pattern on the coil wire was misaligned, which indicates that the dislocations occurred after the guidewire was manufactured. The outside diameter of the guidewire was within specification. As the coil wire was dislocated near the weld tip, the complaint was confirmed; however, due to the cuts and kinks in the guidewire, which reportedly occurred in order to continue using the device, it is unknown where or how the damage occurred. A lot history review (lhr) of rebu0289 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while attempting to remove the introducer needle, the guidewire also came out. It was noted that the guidewire was damaged. The damaged portion was cut with sterile scissors and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu0289 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while attempting to remove the introducer needle, the guidewire also came out. It was noted that the guidewire was damaged. The damaged portion was cut with sterile scissors and the procedure was completed. No patient injury was reported.